Manufacturer narrative:
Followup is to correctly identify the problem as an adverse event and serious injury.

Event description:
Per complaint (B)(4), an insertion tool was stuck in a patient's dental implant during initial placement. The implant was removed on the same day.